Manufacturer narrative:
.

Event description:
The patient underwent a planned procedure for a cormet hip resurfacing device in 2008. It was reported that while at physical therapy the patient was performing an abduction exercise with the band and felt a pop in the hip, patient sat down and felt another pop and developed intense pain. The patient was revised to a total hip in the same month. Although not expressly documented, at this time the event leading to revision is a fractured neck of femur. Corin has not been able to obtain further information nor have access to the explanted device as the hospital considered the explant a biohazard and refused to release it.